Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. On (B)(6) 2024, a 3- month follow up was conducted and a pericardial effusion (pe) was detected with transesophageal echocardiogram (tee). The size of pericardial effusion was 5.9mm. There was no intervention performed for pe.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion three month post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Received imaging appeared to show the pe was measured in systole making it look bigger. The max measurement in diastole was 3.5mm and not circumferential. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, that the cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.